Event description:
Boston scientific received additional information that this lv lead continues to exhibit loc at maximum outputs. A taken x-ray showed no lead anomalies and the physician will continue to monitor the situation. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with left ventricular (lv) lead had their device checked due to a low r-wave amplitude. The interrogation revealed there was loss of capture (loc) at maximum outputs as well as a gradual drop in pacing impedance measurements from the 1100-1200 ohms range to 700 ohms over the course of several months. The local area field representative suspected a possible lead dislodgement. No revision procedure is currently scheduled and no adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.